Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The analyst noted that the proximal conductor was flattened by a tool at 18.8 cm and 19.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the physician noted the attempted lead had two small kinks in it. The physician removed the lead from the patient and placed an alternate lead. No patient complications have been reported as a result of this event.